Event description:
A patient was treated with the icotec pedicle system and an icotec expandable vbr in a surgery (B)(6) 2024). The patient noticed increasing pain. On (B)(6) 2025, it was detected that the vbr has collapsed and two pedicle screws have broken. A revision surgery was performed.

Manufacturer narrative:
Data relating to manufacturing date is not on the label as UDI-pi. Analysis of the relevant production records of the expandable vbr and the pedicle screws did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has not become aware of any similar events with this devices to date. The retrieved implants have been investigated in our facilities with the following findings: it is assumed that the kong-tl vbr was gradually collapsing over time because the locking screw was not properly placed and therefore was not able to prevent axial movement of the internal mechanism. The gradual collapse of the anterior support might have led to an overload of the posterior fixation with a subsequent fracture of the two pedicle screws. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.